Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. The insulin pump had insulin flow block alarm. Customer stated that the infusion set cannula was bent and the customer changed a new set and it was working. The troubleshooting was offered to the customer for high blood glucose but, customer stated that he was okay. The insulin pump will not be and infusion set will be returned for analysis.